Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, when the device was placed on the tissue, the knife did not advance while using the stapler with the pre-loaded loading unit and the device could not be fired. The cartridge was replaced and the device was able to be used with no problem. There was no patient injury.